Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump lost power and the patient attempted to power the pump on with multiple batteries from different packages with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed multiple pump reboots associated with a battery change and a cartridge change. There was no evidence of power issue observed in the black box. During a visual inspection of the pump, the battery compartment was observed to be cracked and there was evidence of moisture contamination inside the battery compartment. A leak test was performed and no leaks were found. The pump was exercised for 24 hours with the returned battery cap with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a no power issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display. (B)(4).